Manufacturer narrative:
Device is a combination product.

Event description:
It was reported via medwatch mw5084867 that balloon rupture occurred, the stent failed to deploy, and intervention was required. It was further reported that a shaft break also occurred and the patient was sent for surgery. The target lesion was located in the left anterior descending artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. Upon deployment the balloon ruptured during first inflation at 6 atmospheres. The stent became trapped inside the vessel and the delivery system catheter broke approximately 10 cm from the tip. The device was unable to be retrieved and the patient was sent for surgery. The device was removed and cardiac bypass was performed to open up the artery that was closed.